Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a high blood glucose level of 484 mg/dl. The customer stated that they had an infection the day before. Customer also received a motor error and was assisted with trouble shooting. The customer was sent out a replacement pump while the malfunctioned pump was sent back for analysis. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed the motor test. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.